Event description:
The account alleged the side rail was flipped the opposite way and would not latch. No pt impact.

Manufacturer narrative:
The account found the side rail outer arm was bent and the side rail center arm was broken. The tech replaced the side rail outer arm and side rail center arm to resolve the issue.